Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (B)(4) in united states on 15-jan-2015 who had essure (fallopian tube occlusion insert) inserted. Consumer experienced chronic migraines, chronic fatigue, extreme muscle weakness, all over pain esp (sic) back and shoulders, abdominal pain, bloating and periods lasting for 21-30 days. She became permanently disabled in (B)(6) 2013. She informed the date (B)(6) 2010 as event onset date; however, she did not specify which event. The product technical complaint (ptc) investigation and final assessment were received on 09-feb-2015. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se and were reported with an occurrence over 4.5 years. No batch number was reported. Without this information, no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and became permanently disabled. This event is serious due to disability and unlisted according to essure's reference safety information. This particular case has limited information. The time lapse between essure placement and onset of this event is not known. Also, the conditions that led to the permanent disability were not mentioned. Considering this limited information and considering that follow up may not be successful, a conservative approach was used. It was interpreted that this permanent disability was related to essure and therefore this case was regarded as incident. Additional non-serious events were reported. A product technical complaint analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.